Manufacturer narrative:
The liberty cycler was not repaired or returned against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The patient's nurse reported that the event was likely due to a self contamination event.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation

Event description:
A peritoneal dialysis patient reported pain and wanted to stop treatment and go to the hospital. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicated that the patient was hospitalized on (B)(6) 2016 for peritonitis and discharged from the hospital on (B)(6) 2016. The pdrn believes the patient was not following aseptic technique. The patient was treated with antibiotic gentamicin. Patient medical records have been requested.